Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised they could continue using the pump and to call back if any malfunction recurred.